Event description:
Information was received that a smiths medical bivona uncuffed neonatal tracheostomy tube had split completely apart, with the entire distal cannula shaft disappearing and entering into the patient's left main stem bronchus. 911 was called. The child was brought to children's hospital of (B)(6). There was no respiratory distress noted. The remaining cannula shaft was removed from her airway and a new, sterile 4.5 pediatric cuffless standard was inserted into her stoma. The child is breathing on her own. No additional adverse patient effects.